Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.00mmx8mm emerge¿ balloon catheter was advanced for dilation. However, on the first inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.